Manufacturer narrative:
(B)(4): the customer reported that the monitor failed while the patient was connected, the complaint was received by philips as an alleged serious injury. Philips has not confirmed any injury to the patient, any emergent care provided, or any relationship to the monitor. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor failed while the patient was connected.